Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to a low blood glucose (bg) level. The customer's continuous glucose monitor displayed "low"; however, a specific bg value was not provided. Reportedly, the low bg caused the customer to have a seizure and fall down. While in the ICU, the customer was treated with intravenous fluids, and blood work and a head cat scan were performed. Test results came back clear. The customer was released from the ICU the same day, and no permanent damage was reported. Prior to going to the ER, the customer attempted to treat the bg by consuming glucose tablets. The cause for the reported issue is unknown. The customer reverted to an alternate method of insulin therapy.